Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Hospitalization reported by correctional facility. Customer visited emergency room due to insulin pump malfunction. The blood glucose reading was 273 mg/dl. The buttons were not responding. Customer was given lantus on a sliding scale. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Unable to perform the displacement, prime, basic occlusion and no delivery alarm tests due to no button response. Damages to the reservoir tube, scratched lcd window and missing end cap sticker noted.